Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that it was physicians preference to replace the leads.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and leads replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-4316, lot #: 14973261 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients ipg was non-functional. The patient will undergo an ipg replacement procedure.